Manufacturer narrative:
Date of submission 18-may-2018 the device has been returned and evaluated by product analysis on 08-may-2018 with the following findings: during the investigation, a review of the pump¿s history found the data from the date of the complaint had been overwritten. The pump¿s ¿ez-prime¿ was performed with no issues occurring. The pump was returned with the iob set for 4 hours. A 10 unit audio bolus and a 10 unit normal bolus were manually performed, and were accurately recorded in the bolus history. The iob status screen correctly showed 20 units. An ezcarb bolus was programmed with blood glucose corrections, and the pump was found to be accurately calculating the bolus totals. Investigators were unable to duplicate the ¿insulin on board calculation¿ issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. This complaint is being reported because inaccurate insulin on board calculations could cause the user to improperly dose. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 06/06/2017. The complaint was reported in error. During troubleshooting, it was discovered that the pump¿s insulin-on-board feature was functioning appropriately.